Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets were pumping cloudy solution into bags. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 31, 2022 to april 01, 2022. Two (2) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on one (1) randomly selected sample and no issues or leak was observed. The sample was then analyzed at various point throughout the prime and verify process and pump calibration process and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.